Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03687 & 2134265-2016-03689. It was reported that patient death occurred. The chronic total occlusion (cto) was located in previously implanted stents in the left anterior descending artery (lad). It was noted this patient had prior ctos in the circumflex and lad that were treated successfully. Catheterization revealed in-stent cto of the lad and dominant circumflex stents were open, filling the distal lad by collaterals. A non bsc guide wire and a crossboss catheter were used to navigate to the distal portion of the lad successfully. The crossboss was removed and distal flow was restored and confirmed with angiogram. A non bsc laser catheter replaced the crossboss, but was only able to advance to the mid portion of the lad. A laser procedure was performed. A 2.5 x 15 mm emerge balloon replaced the laser catheter to dilate the mid and proximal portion of the lad. Ivus was performed with an opticross catheter. The physician confirmed that the lad was too small distally to place a distal stent. Laser treatment was performed throughout the lad stents. No distal flow was noted and confirmed by angiogram. A 2.0 emerge balloon was advanced to the distal lad distal to the stent to try to restore flow. Multiple inflations were performed. A 1.2x12 threader balloon replaced the emerge balloon to distal lad. The guide wire was removed to deliver medication to the distal lad. A 3.25 x 12 nc quantum balloon was advanced to the mid portion of the lad for dilation. Distal flow was restored. The physician then proceeded to stent the lad with a 2.75 x 32 promus premier distally, a 3.5 x 28 promus premier in the mid lad and a 3.5x 32 promus premier in the proximal lad. A 3.5x15 nc quantum was advanced to the mid and proximal lad for post dilation of the stents. Angiogram was obtained and showed distal flow to a very small distal vessel. The patient was sent to the floor in stable condition. Late the next evening, the patient had a respiratory arrest and coded. The patient expired. The physician reported the patient had developed congestive heart failure and a left bundle branch block.